Manufacturer narrative:
Continuation of d10: product ID unk_nav_comp (unknown serial/lot); product type: ; section d references the main component of the system. Other medical products in use during the event include: comp 9735602r fusion rfb loaded EU-se h3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was receiving power, but the system booted into a blank screen after the medtronic splash screen popped up. The representative confirmed that the monitor screen was on. Cd drive could be opened. Multiple reboots, removed all connections besides the power and turned the system back on and the issue did not resolve. The issue remained and the system would only progress to a black screen. The probable cause of the event was likely due to needing new computer and there were too many patients on the system.  There was no patient involvement.